Event description:
It was reported when trying to interrogate a device, the programmer gave a "fatal error" message and the device could not be interrogated. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the error message after interrogation, as a result the hard drive was reconfigured and software was reloaded and updated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.